Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient with parenteral nutrition via PICC line at home experienced a leak from the attachment between catheter and attachment device on PICC line which is believed to be a defect in the catheter during use. The patient did not have an infection but was admitted to the hospital to have PICC removed and had to have a new PICC-line inserted. She also is in need of anaesthesia while the line is inserted because of anxiety. She could not receive he pn for two days waiting for a new line. The line was secured with statlock PICC-plus.